Event description:
It was reported that a revision surgery of smith and nephew devices was performed due to a chronic untreatable infection.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis was conducted and the returned components were examined visually. No destructive analysis was performed. Discoloration was observed on the articular surfaces of the tibial insert. Some damage and deformation was observed on the anterior surface of the tibial insert¿s post. Parallel, semi-circular lines were observed on the superior surface of the tibial baseplate that appear to be scratches. Bone cement was observed on the femoral component and the inferior surfaces of the tibial insert. No material or manufacturing deviations were discovered in this investigation. A clinical evaluation was conducted and without the requested supporting clinical/medical documents, lab, operative report or the explant a thorough investigation of the reported infection cannot be performed rendered. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.